Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the gear was broken, torn off (piston rod) and the drive was defective on the battery reciprocator handpiece device. It was also noted that the button hooked too smoothly to the switching ring and the motor made too much noise. The device failed the following pre-tests: trigger test, functional test, check trigger and electric control unit (ecu) function, check performance, check oscillation frequency, min 12600 - 16000 osc/min and mode switch-test. It was reported in the service order that the device was returned with an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.